Event description:
Subsequent to the initially filed reports, the device was received and the return analysis revealed that a partial separation was noted at the outer member-stent sheath bond area, and the sheath was separated from the distal end of the shuttle. The account confirmed the correct device was returned; however was unaware of the noted damages found in the return analysis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported premature activation was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents for this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the left superior femoral artery (sfa). Following vessel pre-dilatation, the absolute pro self-expanding stent (ses) was advanced over a .035 non-abbott guide wire and attempted to be deployed; however, the stent could only be partially deployed due to a mechanical jam with the thumbwheel. The partially deployed ses was attempted to be removed, but during removal it was noted that the stent was inadvertently deployed at the target lesion. Therefore the delivery catheter was removed and the procedure was completed. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.